Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the issue was traced to a power fault caused by a blown 20a fuse, which feeds the pdu (power distribution unit) fan tray. Upon further investigation, the fse found that the fault was due to faulty solder joints on the pdu fan tray main circuit board. To resolve this issue, fse replaced the pdu (power distribution unit) fan tray and dcps (direct current power supply). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system lost power while booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.